Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, patient complained of feeling pacing pulses from pectoral region. It was noted that rv lead warning triggered. It was also reported that the right ventricular (rv) lead exhibited fracture, high thresholds, no capture at maximum output and maximum pulse width, high impedance, undefined impedance, low impedance, noise, and undersensing. The rv lead was capped and remained in patient. Subsequently, the rv lead was explanted. No patient complications have been reported as a result of this event.